Event description:
Patient reported: squeaking, pain, and high levels of cocr in blood stream. Medical records were requested and received. Medical records confirm revision surgery of (B)(6) 2012 due to metal on metal debris. **update**(B)(4) 2012 - litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from metallosis and loosening. An invoice could not be located; therefore, we are unable to add any additional product. Should we receive further information, we will update accordingly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update: 02/10/2017 (transfer (B)(4)) - pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, squeaking sounds, very limited movement due to pain, limp, metallosis (extremely high count). Revising surgeon indicated "significant metallosis noted". Surgeon gave no indication that stem or cup were loose, contrary to alleged loosening. Prod/lot updated. Unknown product identified as stem to address metal ions, which are significantly elevated > 7.0 ppb.

Manufacturer narrative:
**Update** 8/20/2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from metallosis and loosening. An invoice could not be located; therefore, we are unable to add any additional product. Should we receive further information, we will update accordingly. The devices associated with this report were not returned. A search of the complaint database and / or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established. **update** 11/02/2012 - additional patient medical records were received. No new information that would change the MDR decision. Doi (B)(6) 2009. The devices associated with this report were still not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were still not provided. Patients medical records were received. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.